Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified vessel in the limb. After crossing the lesion with a guidewire, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Correction: based on additional information received, the correct bsc aware date was (B)(6) 2020.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified vessel in the limb. After crossing the lesion with a guidewire, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.